Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a power fault advisory on the driveline. The log file confirmed driveline power fault alarm. The alarm was cleared and had not returned. The patient reported that the controller was dropped about 5 minutes before the alarm. This correlated with the 14:55 speed drop to 4750. There was no water ingress the patient was aware of. The alarm cleared and had not re-alarmed. The x-ray images of the driveline were unremarkable.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed driveline power fault alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The submitted log files contained driveline power fault alarms and intermittent faults indicating no current on the power a line on (B)(6) 2021. The issue appeared to resolve and no further faults or alarms were noted. Additionally, the ¿speed drop¿ referred to by the account on (B)(6) 2021 at 14:55 appeared to be captured during a pulsatility index (pi) event. The system appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 4 "system monitor" describes that a pulsatility index (pi) event occurs when the system detects a sudden and substantial change in the pi; during these events, the device speed drops to the low speed limit and then ramps back up at a rate of 100 rpm per second. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline. This section also outlines all system controller alarms, including the driveline power fault, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with each. The patient handbook also instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer was closing the file on this event.